Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the scrub count was off, and the customer was missing a monopolar curved scissors (mcs) tip cover. The customer located the mcs tip cover inside of the patient and removed it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the customer stated that the issue was identified while closing the patient. The mcs instrument and tip cover were inspected prior to use with no issues noted. The mcs tip cover was retrieved by going back in the abdomen. All fragments were retrieved, and this was confirmed through inspection of the mcs tip cover. The case was extended for a few minutes due to the issue. It was unknown what task was performed when the mcs tip cover fell into the patient. The surgeon did not notice any issues with the functionality of the mcs instrument during the procedure. The mcs instrument did not collide with another instrument. A reducer was not used. There was no difficulty removing the mcs instrument. The mcs instrument wrist was straightened upon removal. No damage was noted on the mcs tip cover, mcs instrument or cannula after the event. The mcs instrument and tip cover were in use on and off for the entire case, three hours. The mcs tip cover appeared to be properly installed during the procedure. No part of the orange surface was visible after the mcs tip cover was installed and it was not installed beyond the orange surface. The installation tool was used. No electrolube or other lubricant was applied to the mcs instrument prior to mcs tip cover installation. There was no injury to the patient. The procedure was the first procedure of the day. The mcs tip cover was discarded and is not available for return. The mcs instrument will not be returned. There are no images/videos of the event available for review.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the procedure log showed a benign hysterectomy procedure was performed on (B)(6) 2022 on system sk5681. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.